Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted and removed a 12.6mm vticmo12.6. -13.0/2.5/087 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2023. The lens tore/broke during injection/delivery into the eye. There was patient contact(lens touched the eye). No patient injury. A replacement lens was implanted on (B)(6) 2023. This resolved the problem. Cause of event reported as unknown.

Manufacturer narrative:
H1 - type of event - serious corrected to malfunction. Claim # (B)(4).